Event description:
Broadspire claim, the patient is having pain but no revision at this time. **update** (B)(6) 2011 - litigation papers allege patient has been subject to debilitating pain and suffering. It is further alleged since surgical implantation, patient has suffered symptoms including but not limited to pain, swelling, inflammation, infection, and damage to surrounding bone and tissue, and limited mobility. In (B)(6) 2010, patient required surgery to remove the asr xl acetabular system which was causing the pain.

Manufacturer narrative:
Depuy still considers this investigation closed.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
Broadspire claim, the patient is having pain but no revision at this time. (B)(6) 2011- litigation papers allege patient has been subject to debilitating pain and suffering. It is further alleged since surgical implantation, patient has suffered symptoms including but not limited to pain, swelling, inflammation, infection, and damage to surrounding bone and tissue, and limited mobility. In october 2010, patient required surgery to remove the asr xl acetabular system which was causing the pain. (B)(6) 2011 - plaintiffs preliminary disclosure form was received, which identified date of revision. The complaint and associated mdrs were updated. There was no new information that would change the outcome of the investigation.